Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and lead system was electively replaced due to an advisory issued on this model device. It is also reported that the patient had an infection which was not related to the device. Upon explant, without applying any more force than normal, the header came loose from the can of the device. Previous to this, the patient reported feeling shocks coming from the device when reaching up. All lead impedance and sensing measurements are normal. The device will be returned for analysis.